Event description:
Additional information: the patient was transitioned to oral antibiotics in (B)(6) 2019 due to lack of insurance coverage.

Manufacturer narrative:
This report is being submitted late as a part of the correction required for a CAPA investigating repeated late submissions of clinical data to the product performance group by a single clinical safety employee. Abbott notified FDA of the pending late reports related to this issue. The late reports related to this CAPA are expected to be submitted to FDA. The manufacturer¿s aware date for this report reflects the corrected aware date of the initial report. The manufacturer¿s investigation for this event closed on (B)(6) 2019. Approximate age of device ¿ 9 months. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: a specific cause for the reported infection cannot be conclusively determined. The patient was transferred from an outside hospital with complaints of fever, headache, fatigue, urinary frequency, and intermittent confusion. They also reported experiencing nausea and vomiting. Prior to the transfer, the patient was given one dose of intravenous vancomycin. They were on treatment for urinary tract infection but urinalysis was negative. Blood cultures were drawn which were (B)(6) for (B)(6). The patient was given oral antibiotics and pneumovax immunization for the flu symptoms. They were also was started on intravenous (B)(6) every 8 hours with plans to be discharged home on intravenous antibiotics. Infectious disease group was consulted to assist with management. The patient remains ongoing on vad support. No product available for investigation. Local, pump pocket, and driveline infection are listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of {heartmate ii/heartmate 3 left ventricular assist system}. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was transferred from an outside hospital with complaints of fever, headache, fatigue, urinary frequency and intermittent confusion. The patient also reported associated nausea and vomiting. The patient was given one dose of intravenous vancomycin at the outside hospital prior to transfer. The patient was reportedly on treatment for urinary tract infection given symptoms but urinalysis was negative. Blood cultures were drawn and were (B)(6) for (B)(6). The patient was given pneumovax immunization for flu symptoms and oral antibiotics. The patient was started on intravenous (B)(6) every 8 hours with plans to be discharged home on intravenous antibiotics. Infectious disease group consulted to assist with management. No additional information was reported.